Event description:
During the procedure, blood was leaking from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation procedure, blood was leaking from the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.